Manufacturer narrative:
No unexpected scrolling of numbers noted. Button error alarmed after boot up and intermittent button response on the down arrow button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 199 mg/dl. The customer stated the buttons won't do anything. If they do on the bolus it keeps scrolling up until the battery is taken out. The customer had low battery and change it then the pump stopped working. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.